Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the user facility.

Event description:
Additional information was received from the facility. The evis exera ii colonovideoscope was used in a patient on (B)(6) 2021. The reprocessing day for the colonoscope was every thursday. March 11, 2021 (reprocessing day) was the day that it was reported for ¿delayed cleaning.¿ between (B)(6) 2021, colonoscope was never used on any patient, nor was involved with any other devices. The olympus oer-pro printed information showed only one (1) endoscope processed at that certain date and time. No additional information was provided.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus the evis exera ii colonovideoscope was reprocessed and still had residue inside. The issue was found at reprocessing. No patient involvement was reported.